Event description:
It was reported that, left total hip. Extreme groin pain. (B)(6) 2011 she attempted to take her walker out of the car and she believes that is when the pain started. Through (B)(6) 2011 she continued to see her orthopedic surgeon. The doctor was trying to treat her with cortisone shots in the iliopsoas. She was then referred to dr. (B)(6) on (B)(6) 2011. (B)(6) 2011 or (B)(6) 2012 an MRI was done. A cortisone shot was done and she was pain free for some time and then the pain started again while putting her walker into her car. Sitting and walking is the most excruciating pain. She is concerned about all of the pain medication that she has to take to relieve some of the pain and costs associated with her health care. A blood test has now revealed a high level of cocr.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 2249697-2012-01112.